Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one disrepant result on their alinity m sars cov-2 assay that was questioned by the patient. The customer states the patient called their facility to question their test results completed on (B)(6) 2021, that had tested positive. The patient claimed their positive result were a potential false positive result as the patient stated their family, who has been in direct contact with them had not tested positive. The patient also claimed to have little to no symptoms. The patient mentioned they had previously been sick, they had lost taste and smell and had tested on their second week of being sick. The patient also stated they had recently traveled to africa. Which they had to be tested to get out of quarantine and confirmed they had fully recovered. The customer didn't confirm if the samples were retested or not. Therefore, there was no report of impact to patient management caused due to this observation. Although this event appears to be a true positive result, it will be ran as a worst case scenarios of false positive on the alinity m sars-cov-2 assay.

Manufacturer narrative:
D4 has been corrected from model # to catalog #. D4 lot number additional information received. Expiration date and manufacture date updated. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving were valid and met assay specification requirements. The amplification curves for the discrepant results did not appear abnormal. Some sample ids were not retested; therefore, no curve analysis and plate mapping were performed. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522525 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation quality data review: device history record / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot, 522525, 522354 and their components. This CAPA review did not identify any existing internal issues or nonconformances for lot 522525. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 522525.the complaints will be individually investigated and dispositioned according to the results of the investigation and the background information provided in the ticket. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements and review of the ticket, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 522525 was not identified.